Event description:
It was reported that the instructions for use (IFU) and the product image contained a different ce mark which was 0086 instead of 2797. The product was covered by ce 0093, certificate¿s nb number was also mentioned in the doc. However, on the product picture nb number was different. It should be 2797.

Manufacturer narrative:
The reported event was unconfirmed as the alleged labelling differences were valid. No root cause could be found because the reported event was unconfirmed. A DHR review was not required since the reported failure was unconfirmed. The instructions for use were found adequate and state the following: "hydrogel coated all silicone (100 percentage) foley catheter. Single use. Do not resterilize. The material was produced with different ce mark on the pouch (0086) and product IFU (2797) in previous revision. In the next version, new ce mark 2797 was implemented in both IFU & pouch". Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the instructions for use (IFU) and the product image contained a different ce mark which was 0086 instead of 2797. The product was covered by ce 0093, certificate¿s nb number was also mentioned in the doc. However, on the product picture nb number was different. It should be 2797.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.